Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the physician did not like how the pocket scar was healing. The patient underwent a revision procedure wherein the ipg was moved to a new pocket site. The patient was reportedly doing well.